Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2002: the patient underwent CT of the cervical spine without contrast impressions: degenerative change c4/5 with reversal of the normal lordotic curvature b. Mild posterior osteophytosis at the c5/6 level but without evidence of significant spinal canal narrowing or neural foraminal narrowing. On (B)(6) 2006: the patient underwent lumbar spine two views impressions: height and alignment of lumbar vertebrae maintained with no acute bone fracture identified, anterior subluxation of l5 relative to s1 with degree of anterior subluxation stable since prior imaging, postoperative changes at the lower lumbar spine, dorsal column stimulator present. The patient presented with chief complaint of right low back pain. The patient underwent x ray of the lumbosacral spine. Impressions: right lower back pain. On (B)(6) 2007: the patient underwent two view lumbar spine impressions: stable grade 1 anterolisthesis of l5 on s1, dorsal column stimulator is stable, visualized disk space heights are maintained, bony structures appear intact, there has been no significant interval change since the prior study. On (B)(6) 2008: the patient underwent two view lumbar spine, post fall back injury impression: suspected unilateral and possibly bilateral spondylolysis at l5/s1 with a stable anterolisthesis of ls on s1, if needed CT may be helpful for further evaluation. The patient presented with chief complaint of back injury. The patient underwent physical examination on (B)(6) 2008: the patient underwent cervical spine CT with reconstructions, pre-cervical fusion surgery impression: degenerative change at c5/6 and c6/7. On (B)(6) 2008: the patient presented with pain in right arm and shoulder. On (B)(6) 2008: the patient was admitted and underwent procedure. The patient underwent o-or cervical 1v cervical spine, one view. Impressions: limited crosstable lateral cervical spine imaging. Lower cervical vertebrae are not well seen due to overlying soft tissue, postoperative changes at the lower cervical spine. The patient underwent o-or cervical 1v one lateral view cervical spine from the operating room. Findings: orthopedic needle is present with tip overlying the anterior disk space at the c5-6 level. Lower levels are not visualized. Mild disk space narrowing and osteophyte formation is present at c5-6. The patient presented with preoperative diagnosis of cervical spondylosis with right-sided radiculopathy. And underwent diskectomy of cervical 5-6 and cervical 6-7, anterior interbody fusion of cervical 5-6 and cervical 6-7, harvest, left iliac crest bone graft, anterior plate fixation, segmental. No patient complications were reported. On (B)(6) (B)(6) 2008: the patient underwent s-cervical 2 or 3 v cervical spine, two views. Impressions: postoperative changes at c5-6 and c6-7, alignment of cervical vertebrae maintained. On (B)(6) 2008: the patient presented for follow-up. On (B)(6) 2008: the patient presented for follow-up visit. On (B)(6) 2008: the patient underwent CT scan of lumbar spine impressions: bilateral neural foramina) stenoses at l4/5 and l5/s1, grade 1 anterolisthesis of ls on s1, broad-based disk bulging at l4/5 and l5/s1, unilateral right-sided spondylolysis at l5/s1 within abnormal articulation involving the right-sided facets at l4, l5 and s1 unsure if this is developmental or postsurgical, correlation with previous surgical history would be helpful, there appears to be changes of prior laminectomies at l5/s1. The patient underwent s-lumbar complete 4v ap, lateral, flexion and extension views of the lumbar spine post diskogram. Findings: contrast material is present within the disk spaces at the l2-3, l3-4 and l4-5 levels. There appears to be a small amount of contrast at the l5-s1 level. There is a slight anterolisthesis of l5 on s1. No discrete abnormal motion is identified on the flexion or extension views. Suspected spondylolysis at l5-s1 seen on prior study dated (B)(6) 2008 is not well visualized on the current exam. The patient underwent s-c-lumbar/woc CT scan lumbar spine. Impression: bilateral neural foraminal stenoses at l4-5 and l5-s1, grade 1 anterolisthesis of l5 on s1. Broad-based disk bulging at l4-5 and l5-s1, unilateral right-sided spondylolysis at l5 - s1 within abnormal articulation involving the right-sided facets at l4, 5 and s1. I am unsure if this is developmental or postsurgical. Correlation with previous surgical history would be helpful. There appears to be changes of prior laminectomies at l5-s1. The patient presented with disabling low back pain, neuropathic right leg pain. And underwent diskography at lumbar 2-3, lumbar 3-4, lumbar 4-5 and lumbar 5-sl. On (B)(6) 2008 the patient underwent examination of s-lumbar 2 or 3 v two digital spot views, lumbar spine. On (B)(6) 2008: the patient presented with pre-operative diagnoses of previous failed back fusion at lumbar 5-s1 and probably l4-l5, spondylolisthesis at lumbar 5-s1, degenerative instability at lumbar 4-5. The patient underwent following procedures: discectomy, anterior, at lumbar 4-5 and lumbar 5-s1, anterior interbody fusion at lumbar 4-5 and lumbar 5-s1, cage construct at lumbar 4-5 and lumbar 5-s1, rhbmp-2/acs (bone morphogenic protein), posterior fusion at lumbar 4-5 and lumbar 5-s1, pedicle screw fixation, nerve root monitoring. Per op notes: he was positioned supine on a radiolucent table. The abdomen was prepared with duraprep and draped sterilely. Dr. (B)(6) prepared an anterior exposure of 4-5 and 5-1. Beginning at 4-5, the anterior disc annulus was incised. Complete discectomy was taken down from the endplate. Decompression of the posterior corners with discectomy for the best chance of complete decompression of the neural foramen. The same procedure was done at 5-1. At 4-5, the cage system was used. The double-barrel guide for the 18-mm cages was driven in place. It was burred and then an 18 x 26 cage loaded with bone morphogenic protein was driven into place on the right side and the left side. At the 5-1 level, 16-mm cages were used using the double-barrel guide. It was burred with the tool and then a 16-mm x 20-mm cage was placed on the right and the left, both loaded with bone morphogenic protein. Dr. (B)(6) then closed the wound. Nerve root monitoring was done throughout the procedure. With the distraction of the interspaces with attempt to best decompress the foramen, there was no indication of irritation of nerves, which sometimes occurs with scar tissue around the foramen. The patient was then turned to a prone position on the jackson table. Back was prepared with duraprep and draped sterilely. Using the sexton system and percutaneous guides and nerve root monitoring, the jamshidi needles were driven into the pedicles in a standard fashion at lumbar 4 and s1. They were tapped. This was done under x-ray guidance. At lumbar 4, a 6.5 x 55-mm screw was driven in place. At s1, a 7.5 x 45-mm screw was driven in place, just engaging the anterior cortex. Fixation was excellent. There was irritation of nerve roots at either level from the nerve root monitor. The same procedure was done on the left side. With curettes, the transverse process was decorticated as well as the ala. Bone morphogenic protein was placed down on the transverse process and the a la bilaterally. Incisions were closed with 2-0 vicryl followed by staples. The procedure was done without complications. On (B)(6) 2008: the patient was discharged. The patient underwent s-lumbar 2 or 3 v lumbar spine, two views. Impressions: postoperative changes at the lower lumbar spine and upper sacrum with metallic hardware present. Stable overall appearance since intraoperative imaging. On (B)(6) 2009: the patient presented with chief complaint of back pain. On (B)(6) 2009: the patient underwent lumbar spine CT impression: mild lumbar spine degenerative changes with multiple levels of stenosis as described above, mild l5 over s1 spondylolisthesis, postoperative changes in the lower lumbar spine. On (B)(6) 2009: the patient underwent 4 cervical images. Impressions: postoperative changes of interbody fusion and anterior plate fixation at c5/6 and c6/7 slight anterior subluxation of c6 relative to c5, stable alignment of cervical vertebra at flexion and extension. The patient underwent examination of e-shoulder right 2v or greater right shoulder three views. Impressions: no fracture or dislocation identified at the right shoulder on 3 view study. On (B)(6) 2009: the patient underwent 3 cervical images. Impressions: postoperative changes of interbody fusion and anterior plate fixation at c5/6 and c6/7 slight anterior subluxation of c6 relative to c5, stable alignment at flexion and extension, stable overall appearance. On (B)(6) 2009. The patient underwent lumbar spine CT impressions: moderate lower lumbar spine degenerative changes with some mild areas of stenosis, postoperative changes in the lower lumbar spine with some fusion, mild l5 over s1 spondylolisthesis. On (B)(6) 2009: the patient presented for follow-up visit. On (B)(6) 2009: the patient presented with preoperative diagnosis of healed lumbar spine fusion, prominent left-sided spine fixation. On (B)(6) 2010: the patient underwent cervical spine views. Impressions: mild cervical spine degenerative changes, mild cervical spine kyphosis, lower cervical fusion changes have good alignment. On (B)(6) 2010: the patient presented for office visit with david has a chronic pain syndrome. Most of his pain is between the shoulder blades. He is interested in radiofrequency ablation of the thoracic nerve roots on the right side. The pain clinic in grand island has not yet got their new doctor. He needs to have a renewal on his pain medicine. On (B)(6) 2010: the patient presented with left back spasm. On (B)(6) 2010: the patient presented with pain about right pericapsular muscles. On (B)(6) 2010: the patient presented with left occipital neuralgia. Findings: tender left occipital nerves. On (B)(6) 2010: the patient presented with pain. On (B)(6) 2010: the patient presented with chief complaint of headache, neck, thoracic/scapular, low back, right leg, and toe pain, numbness and tingling of the right leg, loot, and toes. On (B)(6) 2010: the patient underwent s-cervical 2 or 3 v. Impression: stable alignment. Progressive degenerative change at c4-c5. Possible fractured screw at the c5 level without change in alignment of the anterior plate. The patient presented with neck and interscapular pain. Findings: spasm of neck muscles, limited motion of neck the patient underwent xray of c spine. Findings: loss of lordosis. Degeneration progressively developing above the fusion. 27 sep 2010: the patient presented with neck pain. Findings: rt base of neck tender with spasm, minimal tinels rt cubital tunnel, sensation blunted rt ulna nerve. On (B)(6) 2010: the patient presented with pre/op diagnosis of chronic lumbar facet joint low back pain on the right. On (B)(6) 2010: the patient presented with neck and left knee pain, swelling. Findings: patella does sublux laterally and reproduces the symptoms. On (B)(6) 2010: the patient presented with chief complaints of headache, neck, thoracic/scapular, low back, right leg, and toe pain; numbness and tingling of the right leg, foot, and toes. On (B)(6) 2010: ros revealed: mus/skel: low back pain, scapular pain, neck pain, pain in right leg. Neuro: numbness and tingling down the right leg to the foot also affecting the fourth and fifth toe. The patient presented with stiffness, pain in buttocks. On (B)(6) 24 sep 2010: the patient underwent urine toxicology screening test. Impression: chronic lower neck pain that I suspect is due to cervical facet joint arthralgia suggested by demonstration of tenderness of these joints. A. The development and/or exacerbation of facet joint pain can occur following cervical spinal fusion surgery since segmental immobilization places increased compensatory mechanical strain on adjacent nonfused vertebral segments. Chronic right mid thoracic back pain that I suspect is due to thoracic facet joint arthralgia suggested by demonstration of tenderness of these joints; chronic low back/buttock pain (right > left) that I suspect is due to sacroiliac joint arthralgia suggested by demonstration of tenderness of these joints; a. The development and/or exacerbation of sacroiliac joint pain can occur following lumbar spinal fusion surgery since segmental immobilization places increased compensatory mechanical strain on adjacent nonfused segments. Presumed intermittent neuropathic right leg pain successfully suppressed with intermittent use of spinal cord stimulation. Headaches that have a migraine component successfully controlled with relpax and a cluster headache component, which is not. Recent onset of intermittent bilateral groin pain extending into the anterior thighs provoked with walking within 5 minutes that might be related to progression of peripheral vascular disease; based upon the information available to me this patient's behavioral history does not suggest an increased risk for substance abuse to prescribed opioid pain medication. On (B)(6) 2010: the patient presented with preop diagnosis of recurrent chronic lumbar facet joint low back pain on the left and underwent procedure. On (B)(6) 2010: the patient presented with left knee locking. Findings: left knee small effusion. On (B)(6) 2010: the patient underwent CT of the left knee with contrast. Impression: mild osteoarthritis with loss of articular cartilage. Prob in the anterior horn of medical meniscus. On (B)(6) 2011: the patient presented with left knee pain, swelling, mechanical symptoms but not complete locking. Findings: minimal effusion. The patient underwent arthrogram. Findings: small tear posterior horn medial meniscus mild tricompartment osteoarthritis. On (B)(6) 2011: the patient presented with lumbar dcs problem. On (B)(6) 2011: the patient presented with neck pain and right occipital neuralgia and right arm radicular pain. Findings: neck limited extension. On (B)(6) 2011: the patient presented with increasing neck pain and underwent CT scan. Findings: non uniting bone graft at c5-c6 and c6-c7 with c5 screws settling to end plate and some irritation of c4-c5 disc. Minimal degeneration of c4-c5 and c7-t1. On (B)(6) 2011: the patient presented for follow-up. Impression: chronic lower neck pain that I suspect is due to cervical facet joint arthralgia suggested by demonstration of tenderness of these joints. The neck pain might be triggering the patient headaches. The development and/or exacerbation of facet joint pain can occur following cervical spinal fusion surgery since segmental immobilization places increased compensatory mechanical strain on adjacent nonfused vertebral segments. Headaches that have a migraine component mostly successfully controlled with relpax and a cluster headache component, which is not. Neck pain might be a trigger for the headaches. Chronic right mid thoracic back pain that I suspect is due to thoracic facet joint arthralgia suggested by demonstration of tandemness of these joints verses radiation of upper lumbar pain to the thoracic spine. The patient presented with chief complaint of neck and interscapular pain. On (B)(6) 2010, (B)(6) 2011: the patient presented for follow-up. Pre op diagnosis of chronic sacroiliac joint buttock pain on the left. On (B)(6) 2010: impression: recurrent right forearm tingling in the ulnar nerve distribution and finger extension weakness since the last week of (B)(6) presumably due to the nerve root and/or peripheral ulnar nerve impingement. Chronic lower neck pain that I suspect is due to cervical facet joint arthralgia suggested by demonstration of tenderness of these joints. The neck pain might be triggering the patient's headaches. The development and/or exacerbation of facet joint pain can occur following cervical spinal fusion surgery since segmental immobilization places increased compensatory mechanical strain on adjacent nonfused vertebral segments. Headaches that have a migraine component mostly successfully controlled with relpax and a cluster headache component, which is not. Neck pain might be a trigger for the headaches. Chronic right mid thoracic back pain that I suspect is due to thoracic facet joint arthralgia suggested by demonstration of tenderness of these joints verses radiation of upper lumbar pain to the thoracic spine; chronic mid to upper lumbar spine pain that I suspect is due to upper lumbar facet joint arthralgia and low back/buttock pain (right> left) that I suspect is due to sacroiliac joint arthralgia suggested by demonstration of tenderness of these joints, the development and/or exacerbation of sacroiliac joint pain can occur following lumbar spinal fusion surgery since segmental immobilization places increased compensatory mechanical strain on adjacent nonfused segments. Presumed intermittent neuropathic right leg pain successfully suppressed with intermittent use of spinal cord stimulation implanted by dr. (B)(6) in 2001; the ipg was replaced 3 "tirnes" due to abdominal pocket infections. Recent onset (since (B)(6)) of intermittent bilateral groin pain extending into the anterior thighs provoked with walking within 5 minutes that might be related to progression of peripheral vascular disease; 8. Based upon the information available to me this patient's behavioral history does not suggest an increased risk for substance abuse to prescribed opioid pain medication. The patient presented with right ulna nerve palsy after falling from chair. On (B)(6) 2011: the patient presented with chief complaint of lbp. On (B)(6) 2011: the patient presented with delayed union of cervical fusion, external bone "stime". On (B)(6) 2011: the patient presented with nonunion of c spine, c/o left sided back pain. Findings: tender over the site of removal of left pedicle screws, very dense scar. On (B)(6) 2011: the patient presented with injury to low back and xrays at mlh were reported to pt as no fx or other injury. Findings: back tender with spasm. On (B)(6) 2011: the patient presented with increased low back pain, xrays at mlh, lbp on left still persists. Findings: tender left paraspinous. On (B)(6) 2011: the patient presented for follow-up visit. On (B)(6) 2011: the patient presented with c/o thoracic muscle pain. Findings: spasm of t spine. On (B)(6) 2012: the patient presented with pain. Findings: spasm right medical parascapular muscles. On (B)(6) 2012: the patient presented with headache. Findings: spasm right medical parascapular muscles. On (B)(6) 2012 the patient underwent CT cervical spine w/o contrast w/ sagittal and coronal CT . Impressions: height and alignment of cervical vertebrae are maintained with no acute bone fracture identified. Postoperative changes of interbody fusion and anterior plate fixation at c5-c6 and c6-c7. The patient underwent s-cervical 2 or 3 v. Impressions: postoperative changes of interbody fusion and anterior plate fixation at c5-c6 and c6-c7. Stable alignment at flexion and extension. Degenerative changes at c4-c5. Stable overall appearance since prior imaging. The patient presented with neck pain, headache. Findings: spasm right medical parascapular muscles. On (B)(6) 2012: the patient presented with neck pain. Findings: spasm right medical parascapular muscles., minimal tenderness over occipital nerves sensation intact. In 2012 the patient presented with popping of neck, wears collar at night, isometrics and out of norco for breakthrough. On (B)(6) 2012: the patient presented for follow-up. Findings: back tender with spasm. On (B)(6) 2012: the patient presented with right scapula. Findings: medial right scapula tender with spasm. 24 sep 2012: the patient presented for follow-up visit. On (B)(6) 2012: the patient presented with left low back pain. Findings: left low back tender with spasm. On (B)(6) 2012: the patient presented for follow-up visit. On (B)(6) 2012: the patient presented with left low back pain, rf ablation of left low back. Findings: left low back tender with spasm 22 nov 2012: the patient presented for follow-up visit. On (B)(6) 2012: the patient presented with headaches. Findings: spasm right medical parascapular muscles, tender over occipital nerves. 17 dec 2012: the patient presented with pain about the right medial periscapular. Findings: tender right medial periscapular border. On (B)(6) 2013: the patient presented with c/o right medial periscapular border pain. Findings: tender right medial periscapular border. On (B)(6) 2013: the patient presented with chief complaint of rt occipital neuralgia. Findings: tender right occipital nerves. On (B)(6) 2013: the patient presented with chief complaint of rt lbp. Findings: burns without purulence, lb tender. On (B)(6) 2013: the patient presented with right low back pain. Findings: left low back tender with spasm. On (B)(6) 2013: the patient presented with chief complaint of lt occipital neuralgia. Findings: tender lt occipital nerves. On (B)(6) 2013: the patient presented with lbp, wears lso. Findings: tender over the left low back. The patient underwent CT scan. Findings: solid fusion l4-l5 and l5-sl. Minimal bulging l34 disc, degeneration of left sided facets at l23 and l34. On (B)(6) 2013: the patient presented with bursitis over the pedicle screw saddles since so slender, wear lso. Findings: tender over the left upper pedicle screw and the site of the previous left upper pedicle screw. On (B)(6) 2013: the patient presented for follow-up. Findings: tender over the left low back. On (B)(6) 2013: the patient presented with low back pain, discogram reproduced some left sided low back pain, discogram has also exacerbated usual steady state level of low back pain. On (B)(6) 2013: the patient presented with chief complaint of right thoracic pain periscapular pain is the chief complaint. Findings: tender over the right periscapular area. On (B)(6) 2013: the patient presented with low back pain (left). Findings: tender over the left lumbar paraspinous. On (B)(6) 2013: the patient presented with pain in right periscapular area, minimal lbp. Findings: right medial periscapular tenderness. On (B)(6) 2013: the patient presented with painful bunionettes bil feet. Left much worse than right. Findings: callous left foot under the 5th and 1st metatarsal heads but not tender. Tender over bunionette spur. The patient underwent x-ray. Findings: moderate sized bunionettes and clawing of toes. On (B)(6) 2013: the patient presented with complaint of swelling. Findings: left foot minimal erythema. On (B)(6) 2013: the patient presented for follow-up visit. On (B)(6) 2013: the patient presented with bilateral bunionette deformities. Findings: significant bunionette on right with plantar callous. On (B)(6) 2013: the patient presented with right low back area pain. Findings: right low back tenderness. On (B)(6) 2013: the patient presented with right mid back area adjacent to shoulder blade is painful. Findings: right mid back tenderness, right 2nd claw toe is significant and ulcer on dorsum. (B)(6) 2014: the patient presented with left-sided low back pain. Findings: tender over the left lumbar pa raspinous. On (B)(6) 2014: the patient presented with diagnosis of degeneration of lumbar 2/3 and 3/4 above degenerated and fused and instrumented lumbar 4/5 and lumbar 5/sacral 1, low back pain. On (B)(6) 2014: the patient admitted with diagnoses of healed fusion lumbar 4 to the sacrum. Tenderness over prominent pedicle screw saddles. The patient underwent removal of pedicle screw instrumentation. The patient underwent xro/s-lumbar 1v examination. Reason for exam: remove lumbar screws. On (B)(6) 2014: the patient was discharged.